Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. Stryker replaced the device's lid and battery to resolve the issue. The cause of the missing lid magnet was determined to be the lid assembly. The cause of the failure to deliver shock issue was determined to be a depleted battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not deliver a shock during use. Additionally, the magnet is missing from the lid of their device. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not deliver a shock during use. Additionally, the magnet is missing from the lid of their device. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.